Manufacturer narrative:
(B)(4). G2: foreign - event occurred in singapore. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during an ankle fusion case, the driver tip fractured. No debris remained in the patient, and there was no delay to procedure. Attempts have been made and all available information has been provided.